Event description:
In (B)(6) 2010, I decided to get essure since I already had 3 children. The doctor informed me that there wasn't going to be much pain and that it would be an easy process. It sounded like the perfect way to go, they said within a day I would be back to normal doing regular activities, and there would be light bleeding. I can handle pain, but the pain I felt after getting essure had me in tears. I had a heavy menstrual cycle for 3 months straight. When I contacted my obgyn, he informed me that it was normal. I had horrible back, abdomen, and hip pain. There were days I could not walk, in tears while my husband would have to pick me up to stand up from the couch. I can't even stand up straight some days or do simple things like tie my shoes. My hips and abdomen ache, like nothing I have ever felt before. After having my 3rd child, I bounced back to my normal (B)(6) pounds, since essure, I have gained 25 pounds, I have tried dieting. I have horrible migraines that I never experienced. My (B)(6) obgyn said that he doesn't know of any dr's in town that are able to do a reversal. FDA, please take these complaints seriously, this is the worst decision I have ever made. 3 years later and I am still in pain.